Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley. A broken piece was missing as a result breakage. Size of missing piece is approximately 0.20¿ x 0.08¿ and was not returned by the customer. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end the instrument. Failure analysis found the primary failure of broken bipolar yaw pulley to be related to the customer reported complaint. An additional observation not reported by the customer was that the instrument was found have a broken conductor wire at the grip base. Failure analysis found the primary failure of a broken conductor wire to be related to the customer reported complaint. The instrument failed the electrical continuity test. No signs of thermal damage or loss of conductor wire insulation were observed. The root cause of broken conductor wire is attributed to a component failure. No functional test for energy activation could be performed due to the wire breakage. Additionally, the following observation that was not reported by the customer was that the main tube exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly .03" to 0.19" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis also found the additional failure of main tube / scratch marks to not be related to the customer reported complaint.

Manufacturer narrative:
Isi has not yet received the long bipolar grasper instrument. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. A review of the device logs for the long bipolar grasper (part# 470400-07 / lot/serial# (B)(4) ) associated with this event has been performed. Per this review of the logs, the long bipolar grasper was last used on (B)(6)2021 via system serial# (B)(4). There were 2 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is non-reportable due to the following: it was reported that during a da vinci-assisted surgical procedure, the yellow plastic part of the long bipolar grasper's tip broke and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the yellow plastic part of the long bipolar grasper's tip broke and fell inside the patient. The fragment was retrieved and a backup instrument of the same kind was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer retrieved all fragments and confirmed by visual inspection. There was no additional procedure required to remove the fragment. The fragment is made of plastic, so it could not be checked by x-ray or ultra sound. The instrument was in use for longer than an hour prior to the issue. The instrument was inspected prior to use with no issues noted. The customer found the broken part after removing the instrument for cleaning. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was never removed prior to the event. The surgical staff did not feel any resistance upon final removal of the instrument through the cannula or to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device or video recording of the procedure were available for return. The customer was unable to disclose patient-related information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.